Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Corrected section: h3 - changed to device discarded. Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. They claimed that a piece of plastic shaving was discovered in the leg during evh harvest and was retrieved. Used same device to complete case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector. They claimed that a piece of plastic shaving was discovered in the leg during evh harvest and was retrieved. Used same device to complete case. The hospital did not report any patient effects.